Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was not confirmed. Although the lg prong was observed bent, the device was verified to attach to a test light source without problems. The objective lens adhesive was observed cracked and peeling. Leaking was observed due to cuts on the light guide tube. The a-rubber was also observed cut, but no leaks observed. Upon removal of the a-rubber, it was noted that severe frayed wires on the bending mesh were present. A conclusive root cause for the reported problem and damage found on evaluation was not determined.

Event description:
Olympus received a report that the scope did not fit properly into the light source. The problem, as reported to olympus, was found on preparation for use for a procedure. The suspect device was replaced with another device of unknown model and serial number to complete the procedure. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified for the device evaluation finding of "objective lens adhesive was observed cracked." The legal manufacturer determined that adhesive agent was possibly cracked by stress from the outside to the distal end, or the adhesive agent was deteriorated and cracked by chemical attack from chemical agents used for reprocessing. The following description is included in instructions for use: "important information - please read before use: dangers, warnings, and cautions: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion section, bending section, and control section with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. Also, the following description is included in IFU to warn the user about using inappropriate chemicals for reprocessing. " "this instruction manual provides information regarding the use of chemicals for cleaning and sterilization of the endoscope. It also specifies detergents, chemicals that are not compatible with the endoscope. For reprocessing materials or equipment that does not appear in this manual, contact olympus. If an incompatible endoscope reprocessor or inappropriate detergents and chemicals are used, deterioration of the endoscope may be accelerated. For proper usage of detergents and chemicals, follow their respective instruction manuals. Olympus does not guarantee the efficacy of cleaning and sterilization in these chemicals. Contact the specific manufacturers for more information on the efficacy of the detergents or chemicals."